Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level (bg) was 324 mg/dl and an insulin injection was used to address the high bg level. Tandem technical support performed a system check and found that the site and cartridge were causes of the occlusion.